Event description:
It was reported that when using the bd pyxis¿ es server, patient and orders were not crossing over on multiple station. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the patients and orders were not crossing over on multiple stations. A technical support specialist (tss) verified services on the clinical communication engine (cce) server, confirmed interface disconnection, and attempted multiple service restarts and package deployment without success. Event viewer logs identified missing/incorrect .net dependencies impacting the cce application. Further analysis indicated the cce service stopped during server reboot due to database connectivity issues. The .net core 8.0.21 component was uninstalled, iis was restarted, and the cce console functionality was restored. The system functioned as intended after the technical support specialist troubleshot the device.